Event description:
New information noted that over-sensing of the implantable cardioverter defibrillator was discovered via remote transmission. Programming changes were made to resolve over-sensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was over-sensing t-waves. Programming changes were made to resolve the issue. Patient was stable throughout event.